Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the aligners have cause them to loose a good bit of enamel on one of their front teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.